Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from a head trauma; since then he is not responding to sounds any more.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigational purposes.

Event description:
The recipient had a head trauma whilst playing; since then he is no longer responding to sounds. Re-implantation took place.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had a head trauma whilst playing; since then he is no longer responding to sounds. Re-implantation took place on (B)(4) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient had a head trauma whilst playing; since then he is no longer responding to sounds. Re-implantation is considered but no date for surgery is available yet.